Event description:
A user facility registered nurse (rn) reported a patient experienced a blood leak approximately 15 minutes into treatment. The estimated blood loss was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported a patient experienced a blood leak approximately 15 minutes into treatment. Upon follow-up information received, the rn confirmed there was an internal dialyzer blood leak that occurred 15 minutes after initiation of treatment. The patient's blood was not returned. The rn confirmed the estimated blood loss was 300 ml. The rn confirmed that the machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm and treatment was immediately discontinued. Blood leak test strips were used and tested positive for blood. The rn also stated that fresenius bloodlines were used for treatment and confirmed that no external blood leak was observed. The rn stated that there were no defects or damage seen on the dialyzer. Immediately following the event, the patient was re-setup with new supplies on the same machine where the patient was able to complete treatment. The rn confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dn) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility registered nurse (rn) reported a patient experienced a blood leak approximately 15 minutes into treatment. Upon follow-up information received, the rn confirmed there was an internal dialyzer blood leak that occurred 15 minutes after initiation of treatment. The patient¿s blood was not returned. The rn confirmed the estimated blood loss was 300 ml. The rn confirmed that the machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm and treatment was immediately discontinued. Blood leak test strips were used and tested positive for blood. The rn also stated that fresenius bloodlines were used for treatment and confirmed that no external blood leak was observed. The rn stated that there were no defects or damage seen on the dialyzer. Immediately following the event, the patient was re-setup with new supplies on the same machine where the patient was able to complete treatment. The rn confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information; a1, a2, a3, a4, b5.